Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were sticking. The reporter also noted that the keypad rubber had started to peel off, but this occured after the responsiveness issues arose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/17/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2, date of submission 10/08/2013 device evaluation: the pump has been returned and evaluated by product analysis on 09/17//2013 with the following findings: investigation revealed that the keypad was peeling at the ok button. The bolus button cover was torn and the bolus button responded properly. The contrast, up, & down buttons were intermittently unresponsive. The ok button responded properly. No buttons were sticking. The keypad cover was removed and contamination was observed under all button contacts. Unrelated to the initial complaint, moisture was observed in the battery compartment. A leak test was performed with no evidence of leaks observed. The pump case was opened and no moisture was observed inside of the pump.